Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that (B)(4) 2015 - reviewed and indicated that a save to disk was not done, rather a print out of the episode and programming changes. At the time of the episode the sensitivity was in auto gain capture (agc) and the physician decided to change to fixed outputs. The noise was associated to the phone call and the agc sensitivity programed. The system remains in use. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient felt dizzy while making a phone call and upon viewing the record egm they saw oversensing due to noise. Ts indicated that oversensing was apparent on both the atrial and ventricular channel as the amplitude of the noise ranged from 2mv to 5mv or more at time. Additionally there was inhibition of pacing and it appears the patient's intrinsic ventricular rate was around 45 bpm however there was no period of asystole greater than 2 seconds noted. Boston scientific technical services (ts) indicated that there is also portions of the strips where the noise had smaller amplitude measurements and is intermittently marking the noise in the ventricular channel however the device continues to pace the ventricle. Additionally, the atrial channel is oversensing and lead to an inappropriate mode switch and variability of the ventricular rate that is not physiologic. The system remains in use. No adverse patient effects were reported.